Manufacturer narrative:
(B)(4). Device labeling reviewed: "cancer: there were 11 reconstruction pts ((B)(6)) with recurrence of breast cancer through 7 years and 1 report on non-hodgkin's lymphoma and 1 report of uterine cancer. There was 1 revision reconstruction pt ((B)(6)) with recurrence of breast cancer through 7 years and no reports of other cancers in revision-reconstruction pts". "Allergan's post-approval studies: case-control studies to evaluate the association between natrelle 410 breast implants and 5 rare disease outcomes (rare connective tissue diseases, neurological diseases, brain cancer, cervical/vulvar cancer, and lymphoma)".

Event description:
Health professional reported "diagnosis of [anaplastic] lymphoma linked to breast prosthesis placed for breast reconstruction". Diagnostic tests not provided to confirm alcl. The event of lymphoma will be reported.